Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Irc received indicates patient received onxm-27/29 ((B)(4)) on (B)(6) 2007 and required intervention/explant on (B)(6) 2016 and replacement with another onxm-27/29.

Manufacturer narrative:
The manufacturing records for the onxm-27/29, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The patient had aortic (onxace-21, sn (B)(4)) and mitral (onxm-27/29 sn (B)(4)) valve replacements as well as tricuspid valve repair on (B)(6) 2007. The mitral on-x was replaced on (B)(6) 2016 (9 years 134 days from initial surgery) with an onxm-27/29, sn (B)(4). The operative report indicates paravalvular leak (pvl): 25% of annulus was separated from valve, had the appearance of prosthetic valve endocarditis with a biofilm, but culture proved negative for organisms. The operative report also reports "burrowing channels" in region of previously retained posterior mitral leaflet which was then excised and the annulus further debrided before placing the new on-x mitral valve. Pvl and endocarditis are known risks for mitral valve replacement surgery. Both are listed as potential adverse events in the on-x valve instructions for use (IFU). Objective performance criterion report a rate of all pvl of 1.2 %/patient-year, major pvl of 0.6%/patient-year, and endocarditis also at 1.2 %/patient-year [iso 5840:2005]. In clinical trials, late (>30 days) occurrences of 1 major and 2 minor pvls were observed in a study of 142 mitral on-x patients [mcnicholas 2006]. Another study of 117 mitral on-x patients reported 5 late pvls, of which 2 were major [palatianos 2007]. Based on the operative notes, the root cause for the reported event is pvl subsequent to deterioration of mitral valve annular tissue attributed to proposed endocarditis (despite negative culture results). This event does not identify additional hazards or modify the probability and severity of existing hazards.